Event description:
The customer reported that the display is missing segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
The service center verified the complaint. The user interface (ui) liquid crystal display (lcd) printed circuit board (pcb) was replaced. The unit passed testing. (B)(4).